Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor wire stuck in patient's leg occurred, however it was not known whether the sensor wire was detached or broken. The sensor was inserted at the leg, which is off-label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.